Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were unconscious and experienced low blood glucose levels of 52 mg/dl and 56 mg/dl. The customer states they were unconscious and low because they did not hear their pump alarm. The customer had symptoms such as loss of consciousness. The customer was treated for the low blood glucose with gatorade. Customer¿s blood glucose level was 171 mg/dl at the time of the call. The customer was assisted with troubleshooting and turning on the suspend on low feature. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.